Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer has had problems with the pump. There was no reported impact to the customer's blood glucose level.